Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on may 12, 2023. Gold fiducial markers were placed transperineally. The procedure was performed under general anesthesia. The patient's simulation occurred (B)(6) 2023, and the hydrogel was visible on the magnetic resonance imaging (MRI) done after the placement procedure. The hydrogel was (B)(6) 2023, planned 70gy in 28 fractions. On (B)(6) 2023, MRI only showed a tiny remnant of hydrogel at the apex. The patient was at the middle of the radiation treatment at this point. The sagittal MRI plane showed a concern for rectal wall infiltration. The most superior section of the hydrogel showed a dark line that could have been rectal wall. The patient's physician planned to replan the case due to the separation with the hydrogel, which was now gone. The patient was reported as "doing fine"; his bowels are fine, no pain, no rectal bleeding. It was noted that for one day, the patient had to strain to make a bowel movement.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.